Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that three (3) pca modules that "seemed to deliver the medication" however, did not display the details, it showed "zero attempts, zero doses, and zero medication". There was no information on patient involvement.